Event description:
It was reported that motor not running. No patient was involved and no patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the top case cracked at the front corner and the bottom case was damaged. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The main board was not seated onto the extrusion. Installed main board onto extrusion grove. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Replaced damaged top and bottom cases. Updated the device software. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.